Event description:
The patient received her scs system consisting of two surgical leads and an ipg on (B)(6) 2007. On (B)(6) 2007, the patient presented to the clinic reporting that neither her charger nor her programmer could communicate with her ipg. Examination of the patient found the device pocket to be very loose, allowing the patient to move the device several inches within the pocket. An x-ray revealed the patient's ipg had flipped in the pocket, making contact with the device impossible. The physician indicated the device would be surgically repositioned. No devices were explanted or returned to ans for analysis. Follow up on the patient found no further issues reported.

Manufacturer narrative:
The device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.